Event description:
It was reported that additional device was required to remove the burr. A rotapro 1.50mm was selected for use. Set rotational speed was 170 rpm. The rotablation was nearly finished when the 1.5mm rotapro burr stalled in the distal end of the stenosis. The burr was saved by dilatating a balloon next to the rotapro burr. The percutaneous coronary intervention was finalized with stenting and the patient is stable.

Manufacturer narrative:
Initial reporter: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that additional device was required to remove the burr. A rotapro 1.50mm was selected for use. Set rotational speed was 170 rpm. The rotablation was nearly finished when the 1.5mm rotapro burr stalled in the distal end of the stenosis. The burr was saved by dilatating a balloon next to the rotapro burr. The percutaneous coronary intervention was finalized with stenting and the patient is stable. It was further reported that the rotapro 1.50mm became stuck within the target lesion within the riva. The lesion was moderately tortuous and severely calcified.